Manufacturer narrative:
This follow-up report is being filed to relay corrected information. Upon reassessment of the reported event, it was determined to not be reportable. A revision occurred greater than one year post implantation due to superficial infection, which would not likely be related to the components or primary procedure.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted.

Event description:
Patient underwent a right knee revision procedure due to unknown reasons. The tibial bearing and locking bar were removed and replaced and a wash-out was performed.